Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer removed the battery, and the insulin pump alarmed battery out limit. The customer's blood glucose was 280 mg/dl, which had not been treated yet. The customer stated that water had gotten into the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.